Manufacturer narrative:
Zoll medical corporation evaluated the electrodes and the reported malfunction was not replicated or confirmed. The electrodes were put through extensive testing without any discrepancies noted. The electrodes were scrapped and the customer received a replacement. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, these electrodes caused the associated defibrillator to fail self-test. Complainant indicated that there was no patient involvement in the reported malfunction.